Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer informed that the display is only blinking upon switching on the device and then the display totally off, connectors are fine and display is running well on another ventilator. Tech support sent a pre-configured main electronics to resolve the issue.

Event description:
Customer reported that lcd monitor was blank. As of this time, no information about patient involvement in this reported event.